Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 5mm x 4cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter ruptured during its initial inflation to 8 atmospheres (atm). A new 5mm x 4cm powerflex pro pta balloon catheter was used as a replacement. There were no reported injuries to the patient. This was during a procedure to treat an iliac lesion. The target site vessel characteristics were mild calcification, mild tortuosity, and 90% stenosis. The device was stored and prepped per the instructions for use (IFU). There was no difficulty removing any of the sterile packaging components. The device maintained negative pressure during preparation. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. The reported mild calcification, mild tortuosity, and severe stenosis of the iliac lesion may have contributed to the reported event; it is likely to have caused damage to the balloon material that led to its rupture. However, without return of the product for analysis or films of the event it is difficult to draw a clinical conclusion between the device and the reported event. As per the IFU, use only the recommended balloon inflation medium of 50/50 contrast/saline. The catheter should only be used by trained physicians. Balloon inflation should be performed with the guidewire extended beyond the catheter tip. Inflation at high rate may damage the balloon. If at any point during insertion of the catheter resistance is felt, withdraw the entire system. The information available does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the balloon of a 5mm x 4cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter ruptured during its initial inflation to 8 atmospheres (atm). A new 5mm x 4cm powerflex pro pta balloon catheter was used as a replacement. There were no reported injuries to the patient. This was during a procedure to treat an iliac lesion. The target site vessel characteristics were mild calcification, mild tortuosity, and 90% stenosis. The device was stored and prepped per the instructions for use (IFU). There was no difficulty removing any of the sterile packaging components. The device maintained negative pressure during preparation. The device will not be returned for evaluation.